Manufacturer narrative:
Additional information: b3, h6. Additional information received that there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the device. Event log history was performed and indicated that "medium alarm displayed: cassette partially unlatched", "high alarm displayed: cassette damaged" and "high alarm silenced: cassette damaged" were recorded in history. During analysis, removed and reattached alarm was duplicated at power up. It was noted that cassette detector pin was stuck and was the cause of the reported issue. Service adjusted the cassette detector pin to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited removed and attached alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.